Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6. The device was not returned to olympus for inspection> however, customer contacted olympus technical assistance support (tac), and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event that b30 scope communication error occurring during connection of a scope to the cv-190. Troubleshooting was performed, including confirming that no equipment was being hot-swapped, verifying that no maj-1430 cable was connected to the cv-190, and testing multiple scopes to reproduce the error. The device will be returned to olympus for evaluation. The device was not returned for evaluation, so the reported failure could not be confirmed. A review of a similar complaint in which the device was returned and evaluated indicated that a defective circuit board was the cause of a comparable scope communication error. Therefore, a defective circuit board is a possible cause of the reported issue; however, the root cause could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed a scope communication error (b30). This issue was found during an esophagogastroduodenoscopy procedure. There were no reports of patient harm.